Event description:
It was reported during in clinic follow up that the right ventricular and atrial leads exhibited low pacing impedance. The leads will continue to be monitored. The patient was stable and asymptomatic.